Event description:
The patient later noted that the inappropriate therapy put the patient into atrial fibrillation (af).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 7122 competitor implantable tachy lead, (B)(6) 2010.

Event description:
It was reported that the atrial lead had an impedance spike and atrial threshold increase and an alarm triggered. Noise on the atrial lead appeared to have led to inappropriate atrial therapies which seems to have initiated atrial tachycardia. The patient was sedated and externally cardioverted. The following day, atrial detection was met again due to noise and atrial therapies once again initiated an atrial tachycardia. The atrial lead was turned off. The lead was found to have a fracture. Replacement of the lead is pending. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The impedance on the atrial pacing lead was beyond the expected upper range; the atrial pacing capture threshold was rising; and there was oversensing due to non-physiologic signals/sic (sensing integrity counter). It was noted that the atrial impedance spiked to 1406 ohms; the atrial capture threshold elevated to 3 volts on (B)(6) 2014 then to 5 volts on (B)(6) 2014; and the atrial sic count was greater than 5000. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was also reported that there were numerous short interval counts on the atrial lead.